Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant abdominal/pelvic pain/ chronic pelvic pain"), genital haemorrhage ("irregular bleeding"), autoimmune disorder ("autoimmune type symptoms") and hepatic cirrhosis ("liver appeared cirrhotic") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hepatic cirrhosis (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fungal infection ("yeast infections"), arthralgia ("severe joint pain/ hip pain"), the first episode of myalgia ("severe muscle pain"), rash ("significant rashes/ significant rash"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), folliculitis ("skin infection/ folliculitis") with lymphadenopathy, menorrhagia ("heavy menses lasting 10 days since the essure was placed"), nausea ("nausea"), vomiting ("vomiting"), pain ("pain all over her body"), the second episode of myalgia ("diffuse myalgias"), pain in extremity ("leg pain"), pelvic congestion ("pelvic congestion syndrome"), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), laboratory test abnormal ("cellular changes") and complication of device removal ("she believes that part of the device still remains in her body"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (endometrial ablation on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hepatic cirrhosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, migraine, fungal infection, arthralgia, rash, fatigue, amnesia, alopecia, folliculitis, menorrhagia, nausea, vomiting, pain, the last episode of myalgia, pain in extremity, pelvic congestion, fibromyalgia, adenomyosis, inflammation, laboratory test abnormal and complication of device removal outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, arthralgia, autoimmune disorder, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, folliculitis, fungal infection, genital haemorrhage, hepatic cirrhosis, inflammation, laboratory test abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic congestion, pelvic pain, rash, vomiting, the first episode of myalgia and the second episode of myalgia to be related to essure. The reporter commented: before essure, plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Since plaintiff had an ongoing, three-year history of chronic pelvic pain, she underwent a bilateral salpingectomy and endometrial ablation on (B)(6) 2016. As per the referenced radiology reports, she believes that part of the device still remains in her body and will require an additional surgery for complete removal. She has not been tested for a nickel allergy, but after the essure implant, she could not wear fake (or costume) jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: noted that bilateral essure coils are demonstrated ultrasound scan - on (B)(6) 2013: showed a normal uterus, endometrium and ovaries on (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) which showed bilateral tubal occlusion as there was no evidence of tubular filling or free spill into the pelvic cavity. The surgical pathology report, dated (B)(6) 2016, noted only a small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an essure coil was not identified grossly in either the left or right fallopian tubes. On (B)(6) 2016, plaintiff underwent a CT scan of her abdomen and pelvis which showed that the essure devices were seen in place bilaterally, calcified plaque was seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis for a patient of this age, and there was a tiny amount of free fluid in the pelvis. She was diagnosed with pelvic congestion syndrome. On (B)(6) 2017, plaintiff underwent an abdominal x-ray which again found essure devices in the pelvis. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("only a"small portion of metal"within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes."), device dislocation ("an "essure® coil is not identified grossly" in either the left or right fallopian tubes"), pelvic pain ("severe and constant abdominal/pelvic pain/ chronic pelvic pain"), genital haemorrhage ("irregular bleeding/ heavy menses"), autoimmune disorder ("autoimmune type symptoms"), hepatic cirrhosis ("liver appeared cirrhotic") and post procedural complication ("her hysterectomy resulted in complication.") In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hepatic cirrhosis (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fungal infection ("yeast infections"), arthralgia ("severe joint pain/ hip pain"), the first episode of myalgia ("severe muscle pain"), rash ("significant rashes/ significant rash"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), folliculitis ("skin infection/ folliculitis") with lymphadenopathy, menorrhagia ("heavy menses lasting 10 days since the essure was placed"), nausea ("nausea"), vomiting ("vomiting"), pain ("pain all over her body"), the second episode of myalgia ("diffuse myalgias"), pain in extremity ("leg pain"), pelvic congestion ("pelvic congestion syndrome/tiny amount of free fluid in the pelvis."), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), unevaluable event ("cellular changes"), complication of device removal ("she believes that part of the device still remains in her body"), pollakiuria ("frequent urination"), bladder discomfort ("sensation of pressure in the bladder area"), initial insomnia ("difficulty falling asleep"), disturbance in attention ("difficulty concentrating"), allergy to metals ("nickel allergy"), skin irritation ("skin irritation"), swelling ("swelling"), arteriosclerosis ("calcified plaque is seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis"), depression ("depression") and post procedural complication (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 and on (B)(6) 2018 hysterectomy), surgery (endometrial ablation on (B)(6) 2016) and surgery (pelvic floor therapy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder, hepatic cirrhosis, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia, migraine, fungal infection, arthralgia, rash, fatigue, amnesia, alopecia, folliculitis, menorrhagia, nausea, vomiting, pain, the last episode of myalgia, pain in extremity, pelvic congestion, fibromyalgia, adenomyosis, inflammation, unevaluable event, complication of device removal, pollakiuria, bladder discomfort, initial insomnia, disturbance in attention, allergy to metals, skin irritation, swelling, arteriosclerosis, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, amnesia, arteriosclerosis, arthralgia, autoimmune disorder, bladder discomfort, complication of device removal, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, folliculitis, fungal infection, genital haemorrhage, hepatic cirrhosis, inflammation, initial insomnia, menometrorrhagia, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic congestion, pelvic pain, pollakiuria, post procedural complication, rash, skin irritation, swelling, unevaluable event, vomiting, the first episode of myalgia and the second episode of myalgia to be related to essure. The reporter commented: before essure, plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Since plaintiff had an ongoing, three-year history of chronic pelvic pain, she underwent a bilateral salpingectomy and endometrial ablation on (B)(6) 2016. As per the referenced radiology reports, she believes that part of the device still remains in her body and will require an additional surgery for complete removal. She has not been tested for a nickel allergy, but after the essure implant, she could not wear fake (or costume) jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: noted that bilateral essure coils are demonstrated ultrasound scan - on (B)(6) 2013: showed a normal uterus, endometrium and ovaries on (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) which showed bilateral tubal occlusion as there was no evidence of tubular filling or free spill into the pelvic cavity. The surgical pathology report, dated (B)(6) 2016, noted only a small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an essure coil was not identified grossly in either the left or right fallopian tubes. On (B)(6) 2016, plaintiff underwent a CT scan of her abdomen and pelvis which showed that the essure devices were seen in place bilaterally, calcified plaque was seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis for a patient of this age, and there was a tiny amount of free fluid in the pelvis. She was diagnosed with pelvic congestion syndrome. On (B)(6) 2017, plaintiff underwent an abdominal x-ray which again found essure devices in the pelvis. The surgical pathology report, dated (B)(6) 2016, noted only a"small portion of metal" within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new summons received- new events added: nickel allergy, swelling, skin irritation, difficulty concentrating, difficulty falling asleep, frequent urination, sensation of pressure in the bladder area only a "small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure coil is not identified grossly" in either the left or right fallopian tubes,depression,calcified plaque is seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis,her hysterectomy resulted in complication,were added. Incident- no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("only a"small portion of metal"within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes."), device dislocation ("an "essure® coil is not identified grossly" in either the left or right fallopian tubes"), pelvic pain ("severe and constant abdominal/pelvic pain/ chronic pelvic pain"), menometrorrhagia ("irregular bleeding/ heavy menses/ menometrorrhagia/ heavy menses lasting 10 days since the essure was placed"), autoimmune disorder ("autoimmune type symptoms"), post procedural complication ("her hysterectomy resulted in complication.") And hepatic cirrhosis ("liver appeared cirrhotic") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), post procedural complication (seriousness criterion medically significant), hepatic cirrhosis (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fungal infection ("yeast infections"), arthralgia ("severe joint pain/ hip pain"), myalgia ("severe muscle pain / diffuse myalgia"), rash ("significant rashes/ significant rash"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), folliculitis ("skin infection/ folliculitis") with lymphadenopathy, nausea ("nausea"), vomiting ("vomiting"), pain ("pain all over her body"), pain in extremity ("leg pain"), pelvic congestion ("pelvic congestion syndrome/tiny amount of free fluid in the pelvis."), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), unevaluable event ("cellular changes"), complication of device removal ("she believes that part of the device still remains in her body"), pollakiuria ("frequent urination"), bladder discomfort ("sensation of pressure in the bladder area"), initial insomnia ("difficulty falling asleep"), disturbance in attention ("difficulty concentrating"), allergy to metals ("nickel allergy"), skin irritation ("skin irritation"), swelling ("swelling"), aortic arteriosclerosis ("calcified plaque is seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 and on (B)(6) 2018 hysterectomy), surgery (underwent a hysterectomy on (B)(6) 2018.), surgery (bilateral salpingectomy on (B)(6) 2016 and on (B)(6) 2018 hysterectomy), surgery (endometrial ablation on (B)(6) 2016) and surgery (pelvic floor therapy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, menometrorrhagia, autoimmune disorder, post procedural complication, hepatic cirrhosis, dysmenorrhoea, dyspareunia, migraine, fungal infection, arthralgia, myalgia, rash, fatigue, amnesia, alopecia, folliculitis, nausea, vomiting, pain, pain in extremity, pelvic congestion, fibromyalgia, adenomyosis, inflammation, unevaluable event, complication of device removal, pollakiuria, bladder discomfort, initial insomnia, disturbance in attention, allergy to metals, skin irritation, swelling, aortic arteriosclerosis and depression outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, amnesia, aortic arteriosclerosis, arthralgia, autoimmune disorder, bladder discomfort, complication of device removal, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, folliculitis, fungal infection, hepatic cirrhosis, inflammation, initial insomnia, menometrorrhagia, migraine, myalgia, nausea, pain, pain in extremity, pelvic congestion, pelvic pain, pollakiuria, post procedural complication, rash, skin irritation, swelling, unevaluable event and vomiting to be related to essure. The reporter commented: before essure, plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Since plaintiff had an ongoing, three-year history of chronic pelvic pain, she underwent a bilateral salpingectomy and endometrial ablation on (B)(6) 2016. As per the referenced radiology reports, she believes that part of the device still remains in her body and will require an additional surgery for complete removal. She has not been tested for a nickel allergy, but after the essure implant, she could not wear fake (or costume) jewelry, which often has nickel in it, due to skin irritation and swelling. On (B)(6) 2018: plaintiff underwent a hysterectomy. Unfortunately, her hysterectomy resulted in complications, and she has to do pelvic floor therapy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: noted that bilateral essure coils are demonstrated ultrasound scan - on (B)(6) 2013: showed a normal uterus, endometrium and ovaries on (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) which showed bilateral tubal occlusion as there was no evidence of tubular filling or free spill into the pelvic cavity. The surgical pathology report, dated (B)(6) 2016, noted only a small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an essure coil was not identified grossly in either the left or right fallopian tubes. On (B)(6) 2016, plaintiff underwent a CT scan of her abdomen and pelvis which showed that the essure devices were seen in place bilaterally, calcified plaque was seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis for a patient of this age, and there was a tiny amount of free fluid in the pelvis. She was diagnosed with pelvic congestion syndrome. On (B)(6) 2017, plaintiff underwent an abdominal x-ray which again found essure devices in the pelvis. The surgical pathology report, dated (B)(6) 2016, noted only a"small portion of metal" within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes. Most recent follow-up information incorporated above includes: on 14-nov-2018: summons received. Event outcome was updated for the event abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a"small portion of metal"within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes.'), device dislocation ('an "essure® coil is not identified grossly" in either the left or right fallopian tubes'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('severe and constant abdominal/pelvic pain/ chronic pelvic pain') and menometrorrhagia ('irregular bleeding/ heavy menses/ menometrorrhagia/ heavy menses lasting 10 days since the essure was placed') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), post procedural complication ("her hysterectomy resulted in complication."), hepatic cirrhosis ("liver appeared cirrhotic"), allergy to metals ("nickel allergy"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fungal infection ("yeast infections"), arthralgia ("severe joint pain/ hip pain"), myalgia ("severe muscle pain / diffuse myalgia"), rash ("significant rashes/ significant rash"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), folliculitis ("skin infection/ folliculitis") with lymphadenopathy, nausea ("nausea"), vomiting ("vomiting"), pain ("pain all over her body"), pain in extremity ("leg pain"), pelvic congestion ("pelvic congestion syndrome/tiny amount of free fluid in the pelvis."), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), unevaluable event ("cellular changes"), complication of device removal ("she believes that part of the device still remains in her body"), pollakiuria ("frequent urination"), bladder discomfort ("sensation of pressure in the bladder area"), initial insomnia ("difficulty falling asleep"), disturbance in attention ("difficulty concentrating"), skin irritation ("skin irritation"), swelling ("swelling"), aortic arteriosclerosis ("calcified plaque is seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis"), depression ("depression"), headache ("headches"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and pelvic floor dysfunction ("pelvic floor dysfunction"). The patient was treated with surgery (pelvic floor therapy, bilateral salpingectomy on (B)(6) 2016 and on (B)(6) 2018 hysterectomy, endometrial ablation on (B)(6) 2016 and underwent a hysterectomy on (B)(6) 2018.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic inflammatory disease, pelvic pain, menometrorrhagia, autoimmune disorder, post procedural complication, hepatic cirrhosis, allergy to metals, dysmenorrhoea, dyspareunia, migraine, fungal infection, arthralgia, myalgia, rash, fatigue, amnesia, alopecia, folliculitis, nausea, vomiting, pain, pain in extremity, pelvic congestion, fibromyalgia, adenomyosis, inflammation, unevaluable event, complication of device removal, pollakiuria, bladder discomfort, initial insomnia, disturbance in attention, skin irritation, swelling, aortic arteriosclerosis, depression, headache, genital haemorrhage and pelvic floor dysfunction outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, amnesia, aortic arteriosclerosis, arthralgia, autoimmune disorder, bladder discomfort, complication of device removal, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, folliculitis, fungal infection, genital haemorrhage, headache, hepatic cirrhosis, hypersensitivity, inflammation, initial insomnia, menometrorrhagia, migraine, myalgia, nausea, pain, pain in extremity, pelvic congestion, pelvic floor dysfunction, pelvic inflammatory disease, pelvic pain, pollakiuria, post procedural complication, rash, skin irritation, swelling, unevaluable event and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: before essure, plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Since plaintiff had an ongoing, three-year history of chronic pelvic pain, she underwent a bilateral salpingectomy and endometrial ablation on (B)(6) 2016. As per the referenced radiology reports, she believes that part of the device still remains in her body and will require an additional surgery for complete removal. She has not been tested for a nickel allergy, but after the essure implant, she could not wear fake (or costume) jewelry, which often has nickel in it, due to skin irritation and swelling. On (B)(6) 2018: plaintiff underwent a hysterectomy. Unfortunately, her hysterectomy resulted in complications, and she has to do pelvic floor therapy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2014: results: noted that bilateral essure coils are demonstrated. Ultrasound scan on (B)(6) 2013: results: showed a normal uterus, endometrium and ovaries. Diagnostic results: on (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) which showed bilateral tubal occlusion as there was no evidence of tubular filling or free spill into the pelvic cavity. The surgical pathology report, dated (B)(6) 2016, noted only a small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an essure coil was not identified grossly in either the left or right fallopian tubes. On (B)(6) 2016, plaintiff underwent a CT scan of her abdomen and pelvis which showed that the essure devices were seen in place bilaterally, calcified plaque was seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis for a patient of this age, and there was a tiny amount of free fluid in the pelvis. She was diagnosed with pelvic congestion syndrome. On (B)(6) 2017, plaintiff underwent an abdominal x-ray which again found essure devices in the pelvis. The surgical pathology report, dated (B)(6) 2016, noted only a"small portion of metal" within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a"small portion of metal"within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes.'), device dislocation ('an "essure® coil is not identified grossly" in either the left or right fallopian tubes'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('severe and constant abdominal/pelvic pain/ chronic pelvic pain') and menometrorrhagia ('irregular bleeding/ heavy menses/ menometrorrhagia/ heavy menses lasting 10 days since the essure was placed') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), post procedural complication ("her hysterectomy resulted in complication."), hepatic cirrhosis ("liver appeared cirrhotic"), allergy to metals ("nickel allergy"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fungal infection ("yeast infections"), arthralgia ("severe joint pain/ hip pain"), myalgia ("severe muscle pain / diffuse myalgia"), rash ("significant rashes/ significant rash"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), folliculitis ("skin infection/ folliculitis") with lymphadenopathy, nausea ("nausea"), vomiting ("vomiting"), pain ("pain all over her body"), pain in extremity ("leg pain"), pelvic congestion ("pelvic congestion syndrome/tiny amount of free fluid in the pelvis."), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), unevaluable event ("cellular changes"), complication of device removal ("she believes that part of the device still remains in her body"), pollakiuria ("frequent urination"), bladder discomfort ("sensation of pressure in the bladder area"), initial insomnia ("difficulty falling asleep"), disturbance in attention ("difficulty concentrating"), skin irritation ("skin irritation"), swelling ("swelling"), aortic arteriosclerosis ("calcified plaque is seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis"), depression ("depression"), headache ("headches"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and pelvic floor dysfunction ("pelvic floor dysfunction"). The patient was treated with surgery (pelvic floor therapy, bilateral salpingectomy on (B)(6) 2016 and on (B)(6) 2018 hysterectomy, endometrial ablation on (B)(6) 2016 and underwent a hysterectomy on (B)(6) 2018.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic inflammatory disease, pelvic pain, menometrorrhagia, autoimmune disorder, post procedural complication, hepatic cirrhosis, allergy to metals, dysmenorrhoea, dyspareunia, migraine, fungal infection, arthralgia, myalgia, rash, fatigue, amnesia, alopecia, folliculitis, nausea, vomiting, pain, pain in extremity, pelvic congestion, fibromyalgia, adenomyosis, inflammation, unevaluable event, complication of device removal, pollakiuria, bladder discomfort, initial insomnia, disturbance in attention, skin irritation, swelling, aortic arteriosclerosis, depression, headache, genital haemorrhage and pelvic floor dysfunction outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, amnesia, aortic arteriosclerosis, arthralgia, autoimmune disorder, bladder discomfort, complication of device removal, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, folliculitis, fungal infection, genital haemorrhage, headache, hepatic cirrhosis, hypersensitivity, inflammation, initial insomnia, menometrorrhagia, migraine, myalgia, nausea, pain, pain in extremity, pelvic congestion, pelvic floor dysfunction, pelvic inflammatory disease, pelvic pain, pollakiuria, post procedural complication, rash, skin irritation, swelling, unevaluable event and vomiting to be related to essure. The reporter commented: before essure, plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Since plaintiff had an ongoing, three-year history of chronic pelvic pain, she underwent a bilateral salpingectomy and endometrial ablation on (B)(6) 2016. As per the referenced radiology reports, she believes that part of the device still remains in her body and will require an additional surgery for complete removal. She has not been tested for a nickel allergy, but after the essure implant, she could not wear fake (or costume) jewelry, which often has nickel in it, due to skin irritation and swelling. On (B)(6) 2018: plaintiff underwent a hysterectomy. Unfortunately, her hysterectomy resulted in complications, and she has to do pelvic floor therapy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: results: noted that bilateral essure coils are demonstrated. Ultrasound scan - on (B)(6) 2013: results: showed a normal uterus, endometrium and ovaries. Diagnostic results: on (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) which showed bilateral tubal occlusion as there was no evidence of tubular filling or free spill into the pelvic cavity. The surgical pathology report, dated (B)(6) 2016, noted only a small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an essure coil was not identified grossly in either the left or right fallopian tubes. On (B)(6) 2016, plaintiff underwent a CT scan of her abdomen and pelvis which showed that the essure devices were seen in place bilaterally, calcified plaque was seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis for a patient of this age, and there was a tiny amount of free fluid in the pelvis. She was diagnosed with pelvic congestion syndrome. On (B)(6) 2017, plaintiff underwent an abdominal x-ray which again found essure devices in the pelvis. The surgical pathology report, dated (B)(6) 2016, noted only a"small portion of metal" within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received new reporter information was added. New event pelvic inflammatory disease, hypersensitivity, abnormal bleeding, headaches, pelvic floor dysfunction was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a"small portion of metal"within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes.'), device dislocation ('an "essure® coil is not identified grossly" in either the left or right fallopian tubes'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('severe and constant abdominal/pelvic pain/ chronic pelvic pain') and menometrorrhagia ('irregular bleeding/ heavy menses/ menometrorrhagia/ heavy menses lasting 10 days since the essure was placed') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, plaintiff underwent an hsg (hysterosalpingogram) which showed bilateral tubal occlusion as there was no evidence of tubular filling or free spill into the pelvic cavity. The surgical pathology report, dated (B)(6) 2016, noted only a small portion of metal within the segments of the right fallopian tube. The surgical pathology report further indicated that an essure coil was not identified grossly in either the left or right fallopian tubes. On (B)(6) 2016, plaintiff underwent a CT scan of her abdomen and pelvis which showed that the essure devices were seen in place bilaterally, calcified plaque was seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis for a patient of this age, and there was a tiny amount of free fluid in the pelvis. She was diagnosed with pelvic congestion syndrome. On (B)(6) 2017, plaintiff underwent an abdominal x-ray which again found essure devices in the pelvis. The surgical pathology report, dated (B)(6) 2016, noted only a"small portion of metal" within the segments of the right fallopian tube. The surgical pathology report further indicated that an "essure® coil is not identified grossly" in either the left or right fallopian tubes. Concurrent conditions included general anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), post procedural complication ("her hysterectomy resulted in complication."), hepatic cirrhosis ("liver appeared cirrhotic"), allergy to metals ("nickel allergy"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), fungal infection ("yeast infections"), arthralgia ("severe joint pain/ hip pain"), myalgia ("severe muscle pain / diffuse myalgia"), rash ("significant rashes/ significant rash"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), folliculitis ("skin infection/ folliculitis") with lymphadenopathy, nausea ("nausea"), vomiting ("vomiting"), pain ("pain all over her body"), pain in extremity ("leg pain"), pelvic congestion ("pelvic congestion syndrome/tiny amount of free fluid in the pelvis."), fibromyalgia ("fibromyalgia"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), unevaluable event ("cellular changes"), complication of device removal ("she believes that part of the device still remains in her body"), pollakiuria ("frequent urination"), bladder discomfort ("sensation of pressure in the bladder area"), initial insomnia ("difficulty falling asleep"), disturbance in attention ("difficulty concentrating"), skin irritation ("skin irritation"), swelling ("swelling"), aortic arteriosclerosis ("calcified plaque is seen in the abdominal aorta and common iliac arteries indicating accelerated atherosclerosis"), depression ("depression"), headache ("headches"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and pelvic floor dysfunction ("pelvic floor dysfunction"). The patient was treated with surgery (pelvic floor therapy, bilateral salpingectomy on (B)(6) 2016 and on (B)(6) 2018 hysterectomy, endometrial ablation on (B)(6) 2016 and underwent a hysterectomy on (B)(6) 2018.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic inflammatory disease, pelvic pain, menometrorrhagia, autoimmune disorder, post procedural complication, hepatic cirrhosis, allergy to metals, dysmenorrhoea, dyspareunia, migraine, fungal infection, arthralgia, myalgia, rash, fatigue, amnesia, alopecia, folliculitis, nausea, vomiting, pain, pain in extremity, pelvic congestion, fibromyalgia, adenomyosis, inflammation, unevaluable event, complication of device removal, pollakiuria, bladder discomfort, initial insomnia, disturbance in attention, skin irritation, swelling, aortic arteriosclerosis, depression, headache, genital haemorrhage and pelvic floor dysfunction outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, amnesia, aortic arteriosclerosis, arthralgia, autoimmune disorder, bladder discomfort, complication of device removal, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, folliculitis, fungal infection, genital haemorrhage, headache, hepatic cirrhosis, hypersensitivity, inflammation, initial insomnia, menometrorrhagia, migraine, myalgia, nausea, pain, pain in extremity, pelvic congestion, pelvic floor dysfunction, pelvic inflammatory disease, pelvic pain, pollakiuria, post procedural complication, rash, skin irritation, swelling, unevaluable event and vomiting to be related to essure. The reporter commented: before essure, plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Since plaintiff had an ongoing, three-year history of chronic pelvic pain, she underwent a bilateral salpingectomy and endometrial ablation on (B)(6) 2016. As per the referenced radiology reports, she believes that part of the device still remains in her body and will require an additional surgery for complete removal. She has not been tested for a nickel allergy, but after the essure implant, she could not wear fake (or costume) jewelry, which often has nickel in it, due to skin irritation and swelling. On 23-feb-2018: plaintiff underwent a hysterectomy. Unfortunately, her hysterectomy resulted in complications, and she has to do pelvic floor therapy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: results: noted that bilateral essure coils are demonstrated. Computerised tomogram - on (B)(6) 2016: results: "essure® devices are seen in place bilaterally. Hysterosalpingogram - on (B)(6) 2013: results: showed bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2013: results: showed a normal uterus, endometrium and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received: reporter information and patient dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.